Manufacturer narrative:
(B)(4). The patient is reportedly doing well with the new device. The external visual inspection of the device revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This older configuration is not currently manufactured. This is the final report.

Event description:
The recipient was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.